Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller was saying the ins didn¿t appear to be charging for the last 3 days. The caller clarified that it might charge for a couple minutes, then show that the ins was ¿being full¿ and the insr stopped charging immediately. The caller stated that when they connected the patient programmer with the ins it showed that the ins battery level was only at 75%, but the insr showed that the ins battery was full. The caller stated that the ins battery level had consistently been at 75%. The caller stated that the patient charged their ins for 5 minutes in the morning and was getting 6 coupling boxes filled in then the insr showed that the ins battery was full after 5 minutes. The caller stated that after the insr showed the ins battery was full they connected to the programmer with the ins and the ins battery level showed at 75%. The caller stated that the patient usually charged their ins ¿every other day¿ and it typically took about 30 minutes to charge. When the patient went to charge 2 days ago it was a very quick charge and it happened almost instantly. Patient services tried to clarify what the ins battery level was at when the patient began charging and the caller stated they didn¿t look at it. It was recommended that the patient keep a log of the battery level when beginning to charge. The caller stated on the call that the insr was showing completely charged. The caller described seeing the charge enough screen on the call. Patient services inquired if the patient ever got the charge complete screen and the patient stated that¿s when they shut it off. The caller mentioned that the patient had an EKG ¿last friday¿ on the 26th and noted the issues started on the 27th after the EKG when the patient went to charge. The caller stated that the patient turned off the ins for the EKG and inquired if the EKG could cause this. The caller successfully engaged in a recharge session on the call and stated that the ins battery was showing 80% full and that the battery was flashing and the insr battery level showed as full. The caller initially stated that only 2 coupling boxes were filled in and later stated that the coupling boxes increased to 6 boxes and stated that the patient usually got 6 boxes filled in and they could adjust it and probably get more. Additional information from the rep was received: it was reported that the rep called in reiterating the original complaint, but they suggested that the insr be replaced based on the complaint. There were no further complications reported.